Event description:
It was reported that during the left middle cerebral arteries (mca) aneurysm, after approximately half of the subject stent had been advanced into the microcatheter, the physician encountered significant resistance. After several attempts to advance the subject stent, it could no longer be pushed further within the microcatheter, so the physician withdrew the delivery wire and found that the distal end of the stent had already been deployed. The physician withdrew the entire subject stent and deployed it outside the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3. Device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received in a deployed condition. The subject stent delivery wire (sdw) was returned, the introducer sheath was not returned. The subject stent was deformed. The sdw was noted to be kinked/bent at the distal end. The functional inspection was unable to perform as the subject stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ' stent difficult/unable to advance or pullback through catheter' could not be replicated as the subject stent was returned in a deployed condition. However, the analysis results are consistent with the reported event. The second reported event 'stent deployed prematurely during use' was confirmed during device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained. It was reported that ¿after approximately half of the subject stent had been advanced into the microcatheter, the physician continued to push but encountered significant resistance. After several attempts to advance the subject stent, it could no longer be pushed further within the microcatheter, so the physician withdrew the delivery wire and found that the distal end of the stent had already been deployed. Subsequently, the physician withdrew the entire stent, which was fully deployed outside the body, and finally replaced it with another stent of the same model to successfully complete the procedure.¿ the patient's anatomy was reported to be moderately tortuous. The subject stent was received in a deployed condition. Once removed, the stent was noted to be deformed. The subject stent delivery wire was kinked/bent at the distal end. The introducer sheath was not returned. Based on the deformation noted to the subject stent and the lack of return of the introducer sheath, one possibility is that the introducer sheath was initially correctly positioned but subsequently moved either proximally or distally prior to subject stent transfer out of the introducer sheath. It is likely that during transfer of the subject stent from the sheath into the proximal end of the microcatheter lumen, the subject stent could partially deploy into the gap (created by proximal sheath movement), or the subject stent could become damaged as it passes through the deformed distal tip opening of the sheath (due to distal sheath movement). The user would experience increased resistance during further attempts to advance the subject stent in the microcatheter lumen. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. When attempting to retract the stent, the delivery wire slipped out of the stent, leaving the subject stent deployed inside the proximal end of the microcatheter. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the reported ¿stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' and analysed defects ¿stent deployed prematurely during use¿, ¿stent deformed¿, ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the left middle cerebral arteries (mca) aneurysm, after approximately half of the subject stent had been advanced into the microcatheter, the physician encountered significant resistance. After several attempts to advance the subject stent, it could no longer be pushed further within the microcatheter, so the physician withdrew the delivery wire and found that the distal end of the stent had already been deployed. The physician withdrew the entire subject stent and deployed it outside the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.